Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/19/2016, the reporter contacted animas alleging a blood glucose up to 487 with symptoms of headache and increased thirst and urination associated with intermittent power. During troubleshooting the reporter indicated that the yellow o-ring of the battery cap was still visible and the cap had not been secured per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia associated use error of improper securing of the battery cap to the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: there were unexplained power on reset warnings (por) observed in the black box on (B)(6) 2016 at 09:18; deliveries resumed at 09:28. An unexplained por event occurred on (B)(6) 2016 04:06; deliveries resumed at 04:18. No damage was found to battery compartment or returned battery cap. The returned battery cap contact height and width measurements were within specification. The returned battery cap tightly secured to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap. No por¿s were duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit was found. The reported complaint was verified in the history but could not be duplicated during testing. Unrelated to the complaint damage was found to the pump case between the lower left corner near the down key and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).